Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery reamer device control unit did not function, sometimes the device did not function, the performance was too weak, the trigger was jammed, the gear was full of water, the control was defective and the motor made noise. It was further determined that the device failed the following pre-tests: trigger test, function test fwd" and rev", check power at the motor with test bench and mode switch-test. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.